Manufacturer narrative:
Investigation has concluded that the primary root cause is operator use error. Operator did not follow the ge instructions provided in the user manual: a. Operator did not monitor the patient during the scan, as instructed in the user manual. B. Improper patient positioning with the straps (which are provided as a system accessory p/n (B)(4)) that resulted in the patients arm to drop and get caught with the rotating detector. C. Operator did not press the emergency off button located near the operator console when the patient body contacted the rotating detectors. No corrective actions needed to address the primary root cause since, based on the investigation and the risk assessment, the residual risk has been reduced to as far as possible and the existing mitigations are in place and effective.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). Ge healthcare investigation is ongoing. A follow up report will be submitted after the investigation has been completed.

Event description:
It was reported that a patient released her hands from the positioning straps and sustained what was later confirmed to be a broken right forearm during the CT portion of a nuc med/CT scan. Her elbow was caught between the table and the rotating nuc med detector head.